Event description:
A renagade microcatheter was used for a therapeutic internal thoracic artery procedure. It was originally reported that insertion of a coil caused friction and that another catheter was used instead. Engineering evaluation revealed that the unit was broken directly underneath the second strain relief and the inner braid was exposed.